Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and the pump does not stay on and periodically shuts off. Customer's blood glucose was unknown at the time of incident but customer indicated that they had high blood glucose. Customer declined to troubleshoot and the call was dropped. Troubleshooting was unable to be completed. No further details given.